Event description:
According to the physicians report, patient underwent pacemaker replacement at another hospital in january of 1995. Patient had been admitted to nacogdocats medical center for unsuccessful pacemaker revisions twice, with skin from the exposed area of the pacemaker system with wires that had eroded the skin. Patient was admitted for pace- maker removal.~~~~